Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles observed in the customer's pump supplies. The customer's blood glucose levels ranged from 400 (mg/dl) to 500 (mg/dl). Reportedly, the customer changed supplies to resolve issue, and continued using the pump for insulin therapy,